Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that he was hospitalized on (B)(6) 2016 with high blood glucose levels. He had foot infection and his health care provider wanted to make sure the insulin pump was functioning. The customer bolused as a correction but his blood glucose level elevated higher. Customer's blood glucose level before getting admitted to the hospital was 240 mg/dl. His current blood glucose level was 439 mg/dl. The customer had frequent urination. The customer was wearing the insulin pump at the time of hospitalization. He was not feeling well. The customer was treated with insulin while in the hospital. The time and date on the insulin pump were not correct. The customer received a low reservoir and no delivery alarms. The device was not returned.